Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2017 due to low blood glucose. The customer's blood glucose level at the time of the admission was 25 mg/dl. Sometime after midnight the customer's blood glucose level went down .the customer was treated with a glucagon and juice. Their blood glucose level went up to over 100 mg/dl but dropped again to 50 mg/dl. The customer was wearing the insulin pump at the time of the hospital. The insulin pump was removed when the customer arrived at the hospital. Troubleshooting was performed and the insulin pump passed the displacement test. It was also noted that the customer had recently changed the set but there was no fill tubing or an indication of a set change in the insulin pump history. The customer also reported that they filled the reservoir to 200 units of insulin but was disconnected. Customer was advised to discontinue use of the device and revert to a back-up plan. The device will return for analysis.